Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for an unknown reason on an unknown date. The customer's current blood glucose unknown. Customer also stated that the insulin pump did not hold battery and shut off. Customer did not have hospitalization detail and not able to trouble shoot. The insulin pump will not be returned for analysis.